Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 85% restenosed, 22x2.5mm, eccentric target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24x2.50mm rebel stent was advanced to treat the lesion. However, the device failed to cross the lesion and when the device removed, it was noted that the proximal stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.